Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. The patient experienced a hyperglycemic event, but the reporter declined to provide any specific symptoms. On the day of the event an ambulance was called, and the patient was taken to the hospital. When a fingerstick was taken, the cgm was reading low, and the blood glucose reading was 30.0 mmol/l. When ketones were tested the ketones were 2.3 mmol/l. The reporter did not report any treatment and it is not known how much time the patient spent at the hospital, but at the time of the report, which was 4 days after the event date, the patient blood glucose reading was within a stable range. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.